Event description:
Information received with return of the explanted device notes lead fracture at the left clavicular region. The patient is partially pacemaker dependant and presented with an escape rate of 52 bpm and complete heart block associated with symptomatic bradycardia.